Manufacturer narrative:
The fse identified a worn rinse tube that was leaking. A leaking rinse tube could cause dilutions in the reaction cells affecting the results. The fse replaced the rinse tube and the instrument was operating within specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for chol2 cholesterol gen.2 (chol2) and tp2 total protein gen.2 (tp2) on a cobas 8000 c (701) module. The customer only provided discrepant results for 1 patient sample tested for tp2. The initial tp2 result was 4.2 g/l. The repeat result was 65.1 g/l. The sample was repeated on a different system and the result was 64.4 g/l. The initial low result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The tp2 reagent lot number was 350427. The expiration date was not provided. The field service engineer (fse) adjusted all sample probes and checked the gear pump pressure. Rinse station tubings were replaced. Precision test results with 40 samples was ok.